Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/beep noted. All buttons functioning properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump experienced a beep anomaly. Customer¿s blood glucose was unknown. Customer stated that the insulin pump this not beep during the tone test. The product will return for the analysis.